Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient¿s bladder and bowel control had been getting worse, and it had ¿been about a week¿ since it started. Troubleshooting found that therapy was on, at 4.55, and the patient was not feeling any stimulation. They were assisted with increasing stimulation to 5.85vm where they felt stimulation again. It was reviewed that they should track their symptoms and that it may take their body time to respond to the adjustment. It was recommended that they follow up with their healthcare provider if their symptom control did not improve after the increase. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: it was reported that the ¿program did not seem to be working as well as it should.¿ patient reported that they had stimulation set to 3.9v program 4. Patient reported they barely had time to get to the bathroom and sometimes did not get to the bathroom in time. Patient services asked if patient reported symptoms are a continuation of the same issues already documented and the patient said yes. Patient had ability to adjust stimulation. Patient services gave patient ok to increase stimulation further if needed. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's therapy didn't seem to be working as it wasn't helping with their symptoms, noting that, all of a sudden, their symptoms were returning. They were on program 4 at 2.6 volts (v) with the stimulation on, noting they could slightly feel the stimulation. They had increased the stimulation two times and decided to increase to 3.1 v on program 4, where they felt it moderately in the bicycle seat area. The patient had been on program 4 for more than a couple of weeks. If this didn't help, they were going to ask their healthcare professional (hcp) about changing programs.

Manufacturer narrative:
Date is approximate with year validity.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient needed to turn up the stimulation and change the program. The patient stated their issues had come back. The patient clarified that they meant their symptoms and that without the neurostimulator their frequency of having to go the bathroom was a lot more. The patient continued it was more urgency they had to go now and it was fairly sudden. The patient stated it was not quite working right. The patient stated they were on 2 and moved it up to 3, which did not seem to have the power they needed so they moved it up to 4 at 1.20. While on the call, the patient successfully increased to 1.60. No further complications were reported/anticipated.